Manufacturer narrative:
The insulin pump was received with all buttons properly functioning and no moisture damage on the keypad traces. The device had scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call low blood glucose and keypad anomaly. Customer's blood glucose reading was 40 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.